Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 360573, model/catalog description: spectra wavewriter ipg kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients incision stitch at the ipg site had come out. The patient underwent a procedure wherein the incision wound was cleaned out. The physician confirmed that there was no infection. The patient was doing well postoperatively.